Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. In addition, the battery gauge went from 70% battery life to 95% without charging the pump. There was no reported impact to the customer's blood glucose level.